Event description:
Pt has been experiencing low blood glucose levels at times when they should not have been. Because of their sleeping habits it is not unusual for the pt to experience low blood glucose when they first get up, but they have experienced low blood glucose (46 mg/dl) in the evenings, which is unusual for them. Device did not generate any errors. Pt did not seek medical treatment during these times. Pt disconnected from this particular device and is not using an alternative device with success.